Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant, the device was found to be in backup vvi mode. The device was not implanted and was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The device was tested on the bench and no anomalies were found. The cause of the por could not be determined.